Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During routine preventative maintenance testing by stryker, the device was identified with a damaged therapy module. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.